Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a fridge door unable to open. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not released. A field service engineer (fse) replaced the wiring harness, cleaned all microswitch contacts, applied black grease, added a stabilizer to the harness, and tightened the micro connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.